Event description:
During an off pump procedure the foot on the stabilizer broke off at connection point with arm. A second device was used to complete the procedure. The report did not indicate any patient complications.